Manufacturer narrative:
Correction: the following fields were corrected: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H6: investigation summary: according to the DHR review process, the result showed there were no issues reported like (lid will not shut) issue during the manufacturing process of the lot number reported (1104904) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like (lid will not shut) issue for the same part number throughout the last twelve months. According with this investigation there is not enough information like a sample or picture to understand the failure experimented by the customer in order to determine the root cause of this issue. Nevertheless, as part of the manufacturing process, the product IFU (instruction for use) is included in each box to explain how the temporary and final closure method of the cap should be followed. However, if the method established within the IFU is not followed then the temporary or final closure will not function as intended. Also, as part of the manufacturing process a functional test inspection is performed by quality assurance personnel based on aql sampling plan (final closure pull-off force). Because of all the information presented, we can determine that the failure mode is not related to the manufacturing process. Based on this investigation this issue cannot be determined as related to the manufacturing process due to the information provided by the customer leads more to customer misuse. There is a bd sharps collector IFU (instruction for use) in each box that contains clear installation steps of how to perform the temporary and final closure method without any issues. Furthermore, there is no information regarding the storage and handling process of the product at the user¿s facility. If additional information is provided, a new investigation path will be initiated to determine the root cause of this issue. All the complaint information was captured for tracking and trending purposes.

Event description:
It was reported when using the bd¿ sharps coll 1.5qt red, the device experienced difficult assembly ( the lid does not fit the collector).this event occurred four times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lid does not fit the base properly and soon becomes loose and open. Additional information obtained. The concavity and convexity between the lid and the base were not properly fit and the connection was loose.

Manufacturer narrative:
The following field was updated due to additional information: h6: investigation summary according to the photos received from customer, it can be seen the following: there is an obstruction by excess of material on lid¿s skirt, generated by a broken insert. Product can¿t be used since the lid was unable to assemble with the base (collector). Under this evidence, we can determine this issue is manufacturing related since this kind of issue is generated due to damaged on the mold (broken insert) during the injection molding process. As part of this investigation, a review of customer complaint records was conducted and according to previous cc record, it was noticed that this issue was detected because the mold was repaired, however, there was an escape during the bounding of this defect since the segregation process was not properly followed at the time to detect the broken insert. Root cause: mold inserts broken since mold is too old and life-cycle has been exceeded and due to the worn-out tends to break more often. Line clearance was not performed properly at the time to withdraw defective pieces. Based on the investigation and evidence provided, this issue is confirmed as manufacturing process related due to the broken mold insert and line clearance process was not performed correctly at the time to detect the broken insert. H3 other text : see h10.

Event description:
It was reported when using the bd¿ sharps coll 1.5qt red, the device experienced difficult assembly ( the lid does not fit the collector).this event occurred four times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lid does not fit the base properly and soon becomes loose and open. Additional information obtained the concavity and convexity between the lid and the base were not properly fit and the connection was loose.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ sharps coll 1.5qt red, the device experienced difficult assembly ( the lid does not fit the collector).this event occurred four times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lid does not fit the base properly and soon becomes loose and open. Additional information obtained: the concavity and convexity between the lid and the base were not properly fit and the connection was loose.